Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the device was subject to the ellipse implantable cardioverter defibrillator advisory of (B)(6) 2019. Explant of the device has been performed. No issues occurred. The patient was stable and doing well.

Manufacturer narrative:
Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench. No anomalies were detected.